Event description:
During an in clinic follow up, oversensing of myopotentials was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Isometric testing was performed; the tests were negative. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.